Event description:
It was reported that this pacemaker and right ventricular (rv) lead recorded a presenting electro-gram where loss of capture (loc) was observed. Also, a signal after the ventricular pacing is under sensed. The pacemaker and right ventricular (rv) lead remain in service at this time. No adverse patient effects were reported.this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).